Event description:
One touch ultrasmart meter was not turning on and they visited the hospital due to this issue. Medical affairs specialist called and spoke with the patient in 07/2004, and they provided additional information. The patient stated that they had the power issue for about 2 days. During that time they were testing on their bgack one touch ultra meter.three days prior they were veeling disoriented and so they tested on their back up meter with a result of 225 mg/dl. Since they were not feeling better after a few cours, they went to the hospital, where their blood glucose was tested with a result of 195 mg/dl. These results do not reflect any serious injury. Therfore there is no adverse event. Patient was kept in the emergnecy room for observation regarding their blood glucose and their blood pressure. The case is reported as a troubleshooting.